Event description:
It was reported that the customer was attempting to deliver a bolus when she received a no delivery alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the no delivery alarm must have been caused by kinked tubing on the infusion set while she was asleep. The customer stated that the alarm was resolved by a complete set change. The customer stated that she would change the infusion set and continue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.